Event description:
An 81-yr-old female 1 hr 45" into routine hemodialysis treatment noted to have a kink in arterial line which was on its 9th reuse. Kink was corrected but pt started to complain of shortness of breath. Spun serum indicated some hemolysis. Pt transported via ambulance to hosp. She did not require a transfusion but did develop pulmonary edema. At time of this report she is still hospitalzed and stable. Pt has a right upper arm graft, 16g needles were used, maximum blood flow 400cc/min, post-event het .40.